Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt developed a recurrent hernia through the initial defect at an unspecified time following an initial hernia repair. The mesh reportedly tore away from the fascia. The mesh was excised and replaced with another mesh and a tralex mesh for added support. No further complications are noted to date.